Event description:
Hypoglycemic reaction (coma hypoglycaemic). Case description: a pt reported a severe hypoglycaemic reaction while using the novopen 3 in question with novolin 70/30 penfill insulin. Upon speaking directly with the pt, reported that in 2000 at 8 am took their normal morning dose of 36 units of novolin 70/30 penfill insulin. About 1/2 hr later pt drank half of a glass of orange juice and after that pt does not remember what happened. Family relative, who was present at the time of the event, stated that they found the pt unconscious at about 9 am and called the paramedics. The paramedics tested the pt's blood glucose level, the result of which was 40 mg/dl, and immediately started an IV and treated the pt with dextrose. About 15 mins later the pt regained consciousness and refused to go to the hosp. The pt has been a diabetic since 1990 and on insulin therapy since 1993 but only started using the device and insulin in question in 2000. The family relative believed that pt did not know how to operate the device correctly and that pt administered too much insulin to themselves on the morning of the event. The pt stated that pt has never had a hypoglycaemic reaction before. However, pt refused to provide any other details about their medical history. Pt also refused to provide the name of their physician or the paramedics. The event was initially evaluated as non-serious. However, based on follow-up info received on 11/16/00, the event has been re-classified to serious.